Event description:
The reporter states that the following blood glucose comparisons were obtained: 97 mg/dl (professional meter #1) and 220 mg/dl (accu-chek advantage meter) 100 mg/dl (professional meter #2) and 220 mg/dl (accu-chek advantage meter). All aforementioned tests were obtained within 10 minutes. No reported actions taken. No adverse event reported. New system sent and return requested.